Event description:
One touch ultra test strips were peeling back. Medical affairs specialist called the patient and spoke to family member who provided add'l information. They were having the test strip issue for three days and the patient was not able to test on the meter during that time. On the third day, patient felt "shaky and not feeling good". Patient tried testing on the meter again with those test strips. Unable to test due to the peeling issue. Paramedics were called and their meter read 38 mg/dl. Patient was placed on IV glucose. The paramedics also tried testing with the patient's test strips, but the peeling issue persisted. Patient was not taken to the hospital. This case is reported as an adverse event because the patient suffered a serious injury due to the malfunction of the test strips.